Manufacturer narrative:
(B)(4), dyspareunia . No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a transvaginal tape, bladder sling, urethral suspension, and cystocele repair on (B)(6) 2009 and mesh was used. Since implantation of the mesh devices, the patient experienced erosion, shrinkage, extrusion of mesh, urinary retention, persistent pain, dyspareunia, and has had numerous surgical procedures to remove the mesh devices. No additional information was provided.